Event description:
On (B)(6) 2011, the caregiver (cg) reported to baxter that the home patient (hp) had issues draining and had scrotal swelling. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) regarding the report of scrotal edema. The pdrn stated the hp had been seen by a surgeon regarding the issue and was transferred to hemodialysis (hd). It is unknown if the hp will be returning to pd therapy. On (B)(6) 2011, baxter spoke with the cg who stated that the surgeon detected a hole from the scrotum into the peritoneum which caused the pd solution to leak into the scrotum resulting in a hernia. She stated that the nights previous to the scrotal edema occurrence, the hp experienced several low uf alarms on the home choice device and were forced to perform manual exchanges instead. The hp had a consultation with another surgeon on (B)(6) 2011 who informed that a hernia repair could not be performed until the healing of a diabetic lesion on the hp's foot was better controlled. Until then, the hp will continue with hd.

Manufacturer narrative:
(B)(4). The assignable cause for the reported patient condition was undetermined. The device was not returned for evaluation. A review of the service history record revealed no issues that may have contributed to the reported patient symptom of scrotal swelling. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4) - the device is available, but has yet to be returned to the maufacturer. Should additional information and the device become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.